Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have a depleted battery. Internal inspection indicated a damaged power supply. The unit was unable to engage in monitoring. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one year with no previous reported issues related to this reported event.

Event description:
The customer reported that the charging mechanism is not functioning properly. The rad-8 units will only power on using ac power and then power off immediately if not plugged in, even after continuous charging overnight. The green battery charging indicator illuminates appropriately when plugged in. No consequences or impact to patient were reported.